Manufacturer narrative:
(B)(6). Patient weight is unknown device is an instrument and is not implanted/explanted. No service history review can be performed as part number 352.311 with lot number(s) 556376k05/5101120 is a lot/batch controlled item. The manufacture date of this item is october 17, 2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 352.311, lot 5101120: release to warehouse date: october 17, 2005. Supplier- (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to remove a vectra plate and screws on (B)(6) 2016, the extraction screwdriver broke. The threaded tip of the screwdriver broke, a fragment was generated and surgeon was able to retrieve the fragment. A back-up screwdriver was readily available to complete the procedure successfully. Five (5) minute surgical delay was reported and patient/status was reported as stable. Concomitant device: vectra plate (part 04.613.132, lot unknown, quantity 1), screws (part 04.613.516, lot unknown, quantity 5). This report is to capture the broken screwdriver. The need for the revision procedure is being captured and reported in linked (B)(4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service & repair and investigation summary was performed. Evaluation were performed: the customer reported the threaded tip of the screwdriver broke. The repair technician reported the tip of the inner shaft broke off. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2016 and will be returned to the customer upon completion of the service and repair process. The component was repaired and tested to operational specifications and returned to the customer. No cause was observed; no manufacturing or design issues were noted. No corrective action is required at this time. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.